Event description:
A report was received that the patient was experiencing pain at the lead site. The physician could not confirm the cause of the pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain at the lead site. The physician could not confirm the cause of the pain. The patient will undergo an explant procedure.